Event description:
It was observed that during the device evaluation, the subject device exhibited a cut at the pink probe, missing thixotropic adhesive at the forceps cover, and multiple fully broken elements were observed in the image. There was no patient involvement.

Manufacturer narrative:
This report is being submitted to provide the results of the final investigation. A definitive root cause for the could not be identified. Based on the results of the investigation the probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.